Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification. A 3.0x48 mm xience xpedition stent delivery system (sds) was advanced and the stent was deployed; however, during deployment a dissection occurred. A 3.0x15 mm xience xpedition stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additinal information was provided.